Manufacturer narrative:
Device not returned to MFR. Assumedly, the pm cited on page one was performed by the medical center's own technicians. We have no reason to believe the ventilator had anything to do with the artifact on the heart monitor. We had not received this report from the user, and had no knowledge of the incident until receiving MDR copy from the FDA.

Event description:
Title: xxxx. Even description: upon arrival to the MRI suite, the pt was transferred from the ICU bed to the MRI table, the IV medications were transferred to the MRI compatible pump and the pt was placed on the MRI compatible heart monitor. The pt was strapped on to the table and the ventilator tubing was positioned and secured by the respiratory therapist. The pt was placed in the magnet and the staff went out of the MRI suite into the monitor room to view the pt while he underwent the test. When the staff arrived in the monitor room, one of the nurses noted an artifact on the heart monitor. The MRI technician advised the nurse that there is a certain amount of interference from the magnet. The nurse asked the technician to recycle the blood pressure which came up as 0 mmhg (systolic) over 0 mmhg (diastolic) and the heart rhythm was ...